Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case was contaminated in the screw holes, all six case screw heads were corroded, the encoder nuts were not torqued to specification, and the display wire was pinched but the insulation was not compromised. (B)(4).

Event description:
It was reported there was an out of box failure. It was also reported the device was turned on and it displayed an error. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that the device displayed the error. The failure was indicated by log analysis but it was not possible to confirm root cause. Conclusion: confirmed the error, but unable to confirm root cause.